Manufacturer narrative:
A follow-up report will be submitted upon completion of the complaint investigation.

Event description:
The sales representative reported that a patient was burned by the light cable during a shoulder case.